Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the image on the camera control unit was flickering. It is unknown when the issue occurred. There were no reports of patient harm.